Event description:
It was reported that the customer stated that the doctor informed them to not use the wicks/pw due to uti and turning septic, and she almost passed due to the infection and use of the pw unit. It is unclear if troubleshooting was performed. It is unknown if lot/serial number was requested.\ used with female wicks. It was unknown what medical intervention was provided for urinary tract infection. Fa will send bio box.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.